Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress, external factors, or handling. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope". [Inspection of endoscope] 4. Visually confirm that there are no bends, twists, bulges, or other abnormalities near the boundary between the oredome and the insertion tube. 5. Cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating of resin, peeling, peeling, etc. Visually confirm that there are no abnormalities such as adhesion of foreign matter or falling off of parts. 6. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no binding around the circumference. Also check that the insertion site is not unusually hard. 7. Visually and by hand confirm that there are no abnormalities such as abnormal slack, bulges, scratches, holes, etc. In the covering material of the curved part. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchofibervideoscope produced image color tone issues. Inspection and testing of the returned device found the connecting tube coat peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed . It was observed the image had shadows due to damaged charged coupled device. In addition, service found following: electrical connector is sticky. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.